Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device dislocation ("migration of essure device location of device: uterine cornua") in an adult female patient who had essure (batch no. 20227514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, laparoscopic lysis of adhesions) and surgery (total hysterectomy (uterus and cervix removed) total laparoscopic hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the device dislocation, infection, menstrual disorder, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs and medical record received: the event device dislocation, abnormal vaginal bleeding, menorrhagia, depression, mental anguish, dysmenorrhea added. Reporters, event outcome,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device dislocation ("migration of essure device location of device: uterine cornua") in an adult female patient who had essure (batch no. 20227514-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amitriptyline, bupropion hydrochloride (wellbutrin), cyclobenzaprine, duloxetine hydrochloride (cymbalta), fluoxetine, gabapentin, hydrocodone, medroxyprogesterone acetate (depo-provera), meloxicam, pregabalin (lyrica) and tramadol. On (B)(6)2010, the patient had essure inserted. In may 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems -condition :depression"), anxiety ("psychological or psychiatric problems -condition :mental anguish"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) total laparoscopic hysterectomy and underwent a total laparoscopic hysterectomy, laparoscopic lysis of adhesions). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain was resolving and the device dislocation, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, nausea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, infection, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy found in essure removal. She was planning for essure removal on (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received event " nausea, abdominal pain, lower back pain" were added. Patient aka name and concomitant condition were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device dislocation ("migration of essure device location of device: uterine cornua") in an adult female patient who had essure (batch no. 20227514-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, laparoscopic lysis of adhesions) and surgery (total hysterectomy (uterus and cervix removed) total laparoscopic hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the device dislocation, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and device dislocation ('migration of essure device location of device: uterine cornua') in an adult female patient who had essure (batch no. 20227514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, vaginitis and dysuria. Concurrent conditions included obesity, constipation, insomnia, sleep disorder, epicondylitis, attention deficit/hyperactivity disorder, vaginal discharge abnormality and pituitary adenoma. Concomitant products included alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amitriptyline, bupropion hydrochloride (wellbutrin), cyclobenzaprine, duloxetine hydrochloride (cymbalta), fluoxetine, gabapentin, hydrocodone, medroxyprogesterone acetate (depo-provera), meloxicam, pregabalin (lyrica) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems -condition :depression"), anxiety ("psychological or psychiatric problems -condition :mental anguish"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) total laparoscopic hysterectomy and hysterectomy,lysis of adhesions, unilateral salpingo-"oophorectomy"-right,unilateral salpingectomy-left). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the device dislocation, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, nausea, abdominal pain, back pain and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, infection, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy found in essure removal. She was planning for essure removal on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Pathology test - on (B)(6) 2018: final diagnosis: right salpingo-oophorectomy and left salpingectomy: right ovary with hemorrhagic luteinized cyst and adjacent tube with no significant abnormality left fallopian tube with no significant abnormality specimens received: right tube and ovary and left tube clinical information: pelvic pain, ovarian cyst. Lot number:20227514 manufacturing date:2009/12 expiration date:2012/12 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), device dislocation ('migration of essure device location of device: uterine cornua'), ovarian cyst ('right ovarian cyst') and abdominal adhesions ('severe adhesion post-operative diagnosis') in an adult female patient who had essure (batch no. 20227514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, vaginitis and dysuria. Concurrent conditions included obesity, constipation, insomnia, sleep disorder, epicondylitis, attention deficit/hyperactivity disorder, vaginal discharge abnormality and pituitary adenoma. Concomitant products included alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amitriptyline, bupropion hydrochloride (wellbutrin), cyclobenzaprine, duloxetine hydrochloride (cymbalta), fluoxetine, gabapentin, hydrocodone, medroxyprogesterone acetate (depo-provera), meloxicam, pregabalin (lyrica) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems -condition :depression"), anxiety ("psychological or psychiatric problems -condition :mental anguish"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) total laparoscopic hysterectomy and hysterectomy,lysis of adhesions,nilateral salpingo-oopherectomy-right,unilateral salpingectomy-left). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the device dislocation, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, nausea, abdominal pain, back pain and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal adhesions and ovarian cyst with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, infection, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy found in essure removal. She was planning for essure removal on (B)(6) 2018. Description of essure removal: procedure performed: da-vinci assisted lysis of adhesions, bilateral salpingectomies, and right oophorectomy. Findings: showed external genitalia and vagina to be unremarkable. Upon placing the scope, there was a whole veil of omental adhesions to the anterior abdominal wall, adhesions of the bowel to the left ovary and adnexa and the right ovary had a cyst on it and the uterus had previously been removed. Description of procedure: the ureter was identified. The right infundibulopelvic ligament was cauterized and cut and the tube and ovary were removed off their lateral adhesions. The tube and ovary were removed from the baggy and then this port since it was made wider to get out the ovary was then closed with a carter-thomason with 0 vicryl suture and then all the c02 gas was expelled through the trocar sheaths. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 07-jul-2010: results: essure device was successfully occluded. Pathology test - on 09-nov-2018: final diagnosis: right salpingo-oophorectomy and left salpingectomy: right ovary with hemorrhagic luteinized cyst and adjacent tube with no significant abnormality left fallopian tube with no significant abnormality specimens received: right tube and ovary and left tube clinical information: pelvic pain, ovarian cyst. Lot number:20227514 manufacturing date:2009/12 expiration date:2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: reporters updated; adverse events added to case: "severe adhesion" and "right ovarian cyst"; description of essure removal added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and device dislocation ('migration of essure device location of device: uterine cornua') in an adult female patient who had essure (batch no. 20227514-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, vaginitis and dysuria. Concurrent conditions included obesity, constipation, insomnia, sleep disorder, epicondylitis, attention deficit/hyperactivity disorder, vaginal discharge abnormality and pituitary adenoma. Concomitant products included alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amitriptyline, bupropion hydrochloride (wellbutrin), cyclobenzaprine, duloxetine hydrochloride (cymbalta), fluoxetine, gabapentin, hydrocodone, medroxyprogesterone acetate (depo-provera), meloxicam, pregabalin (lyrica) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems -condition :depression"), anxiety ("psychological or psychiatric problems -condition :mental anguish"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) total laparoscopic hysterectomy and hysterectomy,lysis of adhesions,nilateral salpingo-oopherectomy-right,unilateral salpingectomy-left). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the device dislocation, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, nausea, abdominal pain, back pain and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, infection, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy found in essure removal. She was planning for essure removal on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Pathology test - on (B)(6) 2018: final diagnosis: right salpingo-oophorectomy and left salpingectomy: right ovary with hemorrhagic luteinized cyst and adjacent tube with no significant abnormality left fallopian tube with no significant abnormality specimens received: right tube and ovary and left tube clinical information: pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Event "fatigue" added. New reporters, concomitant and historical conditions added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), device dislocation ('migration of essure device location of device: uterine cornua'), ovarian cyst ('right ovarian cyst') and abdominal adhesions ('severe adhesion post-operative diagnosis') in an adult female patient who had essure (batch no. 20227514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, vaginitis and dysuria. Concurrent conditions included obesity, constipation, insomnia, sleep disorder, epicondylitis, attention deficit/hyperactivity disorder, vaginal discharge abnormality and pituitary adenoma. Concomitant products included alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amitriptyline, bupropion hydrochloride (wellbutrin), cyclobenzaprine, duloxetine hydrochloride (cymbalta), fluoxetine, gabapentin, hydrocodone, medroxyprogesterone acetate (depo-provera), meloxicam, pregabalin (lyrica) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems -condition :depression"), anxiety ("psychological or psychiatric problems -condition :mental anguish"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), bladder disorder ("bladder/ urinary problems") and urinary tract disorder ("bladder/ urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) total laparoscopic hysterectomy and hysterectomy,lysis of adhesions,nilateral salpingo-oopherectomy-right,unilateral salpingectomy-left). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, bladder disorder, urinary tract disorder and weight increased had resolved and the device dislocation, infection, menstrual disorder, depression, anxiety, dysmenorrhoea, nausea, abdominal pain and back pain outcome was unknown. The reporter provided no causality assessment for abdominal adhesions and ovarian cyst with essure. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, fatigue, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy found in essure removal. She was planning for essure removal on (B)(6) 2018. Description of essure removal: procedure performed: da-vinci assisted lysis of adhesions, bilateral salpingectomies, and right oophorectomy. Findings: showed external genitalia and vagina to be unremarkable. Upon placing the scope, there was a whole veil of omental adhesions to the anterior abdominal wall, adhesions of the bowel to the left ovary and adnexa and the right ovary had a cyst on it and the uterus had previously been removed. Description of procedure: the ureter was identified. The right infundibulopelvic ligament was cauterized and cut and the tube and ovary were removed off their lateral adhesions. The tube and ovary were removed from the baggy and then this port since it was made wider to get out the ovary was then closed with a carter-thomason with 0 vicryl suture and then all the c02 gas was expelled through the trocar sheaths. Patient received treatment for pain, bleeding, bladder/urinary problems, fatigue and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Pathology test - on (B)(6) 2018: final diagnosis: right salpingo-oophorectomy and left salpingectomy: right ovary with hemorrhagic luteinized cyst and adjacent tube with no significant abnormality left fallopian tube with no significant abnormality specimens received: right tube and ovary and left tube clinical information: pelvic pain, ovarian cyst. Lot number:20227514, manufacturing date:2009/12, expiration date:2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder/urinary problems and weight gain were added. Outcome for events fatigue, abnormal vaginal bleeding and menorrhagia was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.